Manufacturer narrative:
Report #1 of 2. Ref.# 0001920664-2018-00002. The knife used during the reported event was discarded at the facility. No evaluation can be performed.

Event description:
A report was received from a facility in the (B)(6) stating that the knives were not sharp. According to the report, the doctor had to push the knife harder which caused the knife to penetrate the cornea causing the anterior capsule rupture. This happened with two patients.